Event description:
On (B)(6) 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm and the right common iliac artery aneurysm using a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg), gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The proximal of the trunk ipsilateral leg was deployed 5 mm distal of the renal artery. Then, the ipsilateral leg was deployed with pushing up. After all devices were implanted, angiography revealed the trunk ipsilateral leg moved proximally about 10 ¿ 15 mm and it covered both renal arteries. It was considered that the trunk ipsilateral leg moved proximally during pushing up of the ipsilateral leg deployment. A gore® molding & occlusion balloon catheter was inflated at where the flow divider of the trunk ipsilateral leg and pulled down to move the trunk ipsilateral leg. However, the trunk ipsilateral leg didn¿t move at all. A bare metal stent was implanted in the right renal artery and the flow of the right renal artery was secured. But cannulation to the left renal artery was unsuccessful and a device was not able to be implanted in the left renal artery. Flow delay of the left renal artery was confirmed. The procedure was concluded and patient tolerated the procedure. The physician said that he didn't think the ipsilateral leg was pushed so strongly. It was reported that the patient proximal neck was relatively straight.

Manufacturer narrative:
According to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: component migration. According to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: occlusion / stenosis of native vessel. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.